Event description:
It was reported the patient contacted their health care provider (hcp) because they were having ¿a lot of pain¿ and they thought the stimulation was aggravating that pain. It was reported the patient had changed their channel from one, two and three and when they adjust the amplitude the pain becomes worse. It was reported all three channels are ¿hitting¿ the left side from their hip to their upper rib cage and the diaphragm area. It was reported the patient is getting little ¿tingling¿ into the left thigh area which is more like spasms. It was reported the patient is getting no coverage in their lower back or right leg where the pain is. It was reported channel one was set at 1.00, channel two at 1.20 and channel 3 at 1.20. Additional information received reported the lead wires appeared to be placed eccentrically to the left on post-operative imagine films. The event was attributed to the lead. It was noted that post-operative imaging was done on (B)(6) 2013. Reprogramming was done on (B)(6) 2014; the manufacturing representative attempted to reprogram the device during the patient¿s appointment but was unable to provide adequate coverage on the right, all of the stimulation was felt on the left. A revision of the lead was done on (B)(6) 2014. The revision was done to reposition the lead. Patient symptoms included lack of adequate right-sided coverage. Patient had not required hospitalization. The patient outcome was no injury.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID ne u_ptm_prog, serial# unknown, product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).